Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned product. Unopened kit was observed and serrated tab was not broken . The sensor was found to be in sensor state 1 (storage state). Extracted data from the returned sensor using approved software. Insertion failures was not observed. Issue is not confirmed to use due to customer did not assemble product. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced a seizure and a loss of consciousness and was unable to self-treat, requiring a non-healthcare professional administration of "food sugar and oral glucose" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced a seizure and a loss of consciousness and was unable to self-treat, requiring a non-healthcare professional administration of "food sugar and oral glucose" for treatment. There was no report of death or permanent impairment associated with this event.